Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 377875 lot# v007655 product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an ins for the treatment of non-malignant pain. It was reported that the patient had their ins replaced due to normal eos and that they¿ve had to increase the amplitude quite significantly. It was noted that the patient as getting paresthesia and everything looked fine. The impedance was found to be 600 ohms at 3v. The patient planned to monitor the amplitude to determine if the issue was just normal disease progression. An x-ray was taken and it was determined that a lead had moved. The patient was going to have a lead revision. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.